Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using humalog insulin longer than the approved time. Tandem technical supported educated the customer that humalog has been approved for use up to 48 hours. Customer reloaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.